Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported the set alarms on the freestyle libre would not sound. As a result, customer reported experiencing symptoms described as dizziness, numbness, and a loss of consciousness. Customer was unable to self-treat and had contact with an hcp who diagnosed him with hypoglycemia and provided intravenous glucose for treatment. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported the set alarms on the freestyle libre would not sound. As a result, customer reported experiencing symptoms described as dizziness, numbness, and a loss of consciousness. Customer was unable to self-treat and had contact with an hcp who diagnosed him with hypoglycemia and provided intravenous glucose for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. The reminder was set to perform a functionality test, the reminders were functioning properly. The date and time were set successfully. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.